Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported the drain broke off inside the patient. On (B)(6) 2026, the patient had an initial surgery for nerve monitored l3-s1 hemilaminectomy, left fusion with navigation. On (B)(6) 2026, the patient was bought back to surgery for removal of retained drain that broke in the surgical lumbar region. Specimen was sent to the hospital lab. No further information was provided.

Manufacturer narrative:
A non-conformance review was conducted for lot 1240157 and there were no non-conformances related to the reported event issued during the manufacturing of this lot. Visual inspection and pull test were conducted on the drains within this lot and met the established acceptance criteria. There was no device returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. A corrective and preventive action has been initiated to further investigate the reported issue. We will continue to monitor and take actions, as applicable.